Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery and blood glucose level has been in the 300 mg/dl range. The customer stated that she has noticed the piston is getting stuck when delivering insulin or during rewind. The customer indicated she has done troubleshooting and has changed the set and reservoir but still has the issue. It was advised to discontinue the use of the pump and revert to a back-up plan. Current blood glucose was 296 mg/dl. The insulin pump will be returned for analysis.